Event description:
The customer observed diluent leaking from under the blood sampling valve (bsv) of the coulter lh 750 hematology analyzer when running in secondary mode. The fluid was not contained within the instrument and had leaked onto the worktop and floor. The volume of the leak was unknown. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, face protection and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. Quality controls were with specification at the time of the event and patient results appeared correct. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility. Material safety data sheets were available for review.

Manufacturer narrative:
Service was dispatched to the site to address this event. The field service engineer (fse) replaced the tubing to the rinse trough and replaced the blood sampling valve (bsv) knob to resolve the issue. He also cleaned the blood sampling valve. Upon completion of the necessary repairs, the instrument was returned back into operation. The causes of the event were a suspect rinse trough tube and blood sampling valve. No discrepant results were generated for this event however these specific failure modes may cause erroneous patient results to be generated upon recur. (B)(4).